Event description:
It was reported that a spectrum pump shut down during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
"He device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported issue of 'pump shuts down' was not reproduced. The event history log (ehl) review was performed and revealed that the customer experienced events of ¿improper shutdown!¿. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.